Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has an infection and the leads and battery will be explanted. The rep was unable to reprogram and determine the reason for the patient recharging everyday. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ post lumbar laminectomy syndrome. It was reported that the patient was recharging every day. Patient reported this issue started in (B)(6) 2018. The manufacturer's representative needed to charge the neurostimulator (ins) so that he could check the device impedances and settings. Rep mentioned impedance issue and stated it was previously reported. No symptoms reported. No further complications were reported/anticipated.